Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (6) six years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus surmised that an image was not displayed because communication failure occurred due to faulty cable. Olympus could not surmise the cause of the faulty cable. The event can be [detected/prevented] by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a defective cable was causing no image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the 4k camera head had a dark image occur in the screen but the subject could be recognized. The issue was found during maintenance by customer. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a defective cable was causing no image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.